Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for paroxymsmal atrial fibrillation (af) with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. An atrio-ventricular node ablation was performed. A new bi-ventricular crt-d was implanted due to the patient's anatomy. No further patient complications have been reported as a result of this event.